Event description:
MFR's distributor/importer rec'd a report from a sub-distributor who rec'd a report from a hospital that a ritleng probe ((B)(4)) had broken during surgery, leaving a small piece in the pt's tear duct. Per medwatch report number (B)(4) filed by the user facility, a pt was undergoing a surgical procedure for problems with balloon dacryoplasty in the left eye with possible ritleng tube placement in the left eye. The ritleng probe ((B)(4)) introducer broke during the procedure.

Manufacturer narrative:
Instructions for use contains the following precaution: note of caution: while the ritleng probe (B)(4) is somewhat flexible, care should be taken to avoid actual bending which could stress the metal and cause possible blockage. All instruments should be inspected carefully prior to any procedure and should not be used if any bending is visible. The event was reported by the hospital and can be located in the maude database under report number (B)(4). The MFR's distributor/importer sent several written and telephone requests to the hospital for add'l info and return of the device. As of this date, the device has not been returned to the MFR's distributor/importer and no further info is available regarding this event. To the best of the MFR's and distributor's knowledge, the broken probe did not result in a serious injury nor did it require surgical intervention. Nevertheless, this event is being voluntarily reported by the MFR and the MFR's distributor/importer.